Event description:
As reported: "I have just supported a case in which a broken variax 2 straight fibula plate (ref: 40-20807s lot: l22271) was removed from a patients ulnar (the implant was used to treat a 22a2 ao classification fracture, when it is licensed to treat a variation of 44 ao classified fractures.). The broken plate has been replaced by a variax 2 broad compression plate (629548s). This revision surgery took lasted 1.5 hours."

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Please note the correction to d9/h3 as the device was not returned for evaluation. The reported event could be confirmed, from the x-rays provided for evaluation and matches the alleged failure mode. The device inspection revealed the following: a device inspection was not possible since the affected device was not returned but x-rays were provided which confirms the post operative breakage and off label use as the device was meant to be used for fibula but was used in ulnar. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Based on the investigation, the root cause was attributed to a user related issue. If device is returned or any further information is provided, the investigation report will be reassessed. H3 other text : device disposition unknown.

Event description:
As reported: "I have just supported a case in which a broken variax 2 straight fibula plate (ref: 40-20807s lot: l22271) was removed from a patients ulnar (the implant was used to treat a 22a2 ao classification fracture, when it is licensed to treat a variation of 44 ao classified fractures.). The broken plate has been replaced by a variax 2 broad compression plate (629548s). This revision surgery took lasted 1.5 hours."